Event description:
It was reported that the right ventricular lead pace/sense portion was fractured and had high impedance. The pace/sense portion of the lead was capped and replaced and the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high impedance, with a rise from 437 ohms the week ending (B)(6) 2013 to greater than 1200 ohms the week ending (B)(6) 2014. Noise and oversensing were occurring. 4304 of the lifetime 18142 ventricular short interval counts (v-sic) were recorded beginning (B)(6) 2014 and 5 lead failure predictor (lfp) events with a v-v cycle length of less than 220 milliseconds were recorded on (B)(6) 2014. Finally, lead integrity alerts triggered on(B)(6) 2014 due to meeting the requirements for non-sustained tachycardia (nst) and v-sic. Geo event description: information received by medtronic indicated that the lead was replaced after 113 months of service life because of high impedance of the pace/sense conductor. Preliminary geo assessment: review of std showed high rv lead impedance (B)(6) 2014), noise recorded on (B)(6) 2014 and patient alerts for "lead failure predictor" on (B)(6) 2014. Preliminary geo conclusion: a lead issue is suspected. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.